Manufacturer narrative:
Zoll med corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that 2 batteries do not last in the platform. Each battery lasted 5 mins and the sys shut down. Manual CPR was administered; pt outcome is unk. Customer is also sending the battery charger (in addition to the autopulse platform) for eval. No adverse event reported. Autopulse platform: MFR report# 3003793491-2013-00226, autopulse battery charger: MFR report# 3003793491-2013-00229.